Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported rupture. Healthcare professional later reported "grade 4 capsular contracture". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as surgical impact opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, non-penetrating nick, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture. Healthcare professional later reported "grade 4 capsular contracture". This record is for the right side. The device was explanted and replaced.